Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they found that the transformer input plug, on the mobile view station (mvs) was plugged into the wrong location. Output voltage from the board was high. They plugged the inrush connector in to the correct location, and output voltage was now normal. The system booted up right after it was plugged into the correct location. They verified the uninterruptible power supply (ups) was still able to charge it's battery. They verified that no fuses were blown on the mvs board. The system booted up correct after multiple power cycles. Then they performed a system checkout and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the monitor was not powering on. All the lights on the system were showing otherwise. No patient was present at the time of the event.